Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Correction - b5: patient was not hospitalized. Patient not administered oral or IV antibiotics, only explanted system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.